Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service call. The fse found no system issues that may have contributed to the false positive troponin patient result. It was observed that the patient sample was slightly hemolyzed and a "bullet" sample tube was utilized for a small sample volume. The cause for the initial false positive advia centaur xp troponin test result when compared to the negative troponin serial test results may be attributed to specimen collection and handling. The customer's quality control results were within acceptable ranges and there were no other discordant patient results at the time of the issue. No conclusion can be drawn. Samples are free of bubbles. The system is performing within specifications.

Event description:
A false positive advia centaur xp troponin ultra result was obtained by the customer on a emergency room (ER) patient sample and considered discordant when compared to negative troponin serial test results. The patient was admitted and the physician questioned the initial positive troponin result after the second sample draw and negative troponin result. The customer had run a point of care troponin test on the patient when admitted and the result was negative. A basic metabolic test panel was run on the original patient sample and the results were acceptable. The customer performed repeat troponin testing of the original patient sample on their first and second advia centaur systems and the results were negative. There is no known report of adverse health consequences due to the discordant positive advia centaur xp troponin ultra result.